Event description:
It was reported that this pre-implant cardiac resynchronization therapy defibrillator (crt-d) would not interrogate. The crt-d was not implanted, and it was returned for analysis. No patient involvement reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. -- upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of no telemetry. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the lack of telemetry was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pre-implant cardiac resynchronization therapy defibrillator (crt-d) would not interrogate. The crt-d was not implanted, and it was returned for analysis. No patient involvement reported.